Manufacturer narrative:
The explanted ipg component was retained and returned to the firm for further testing and investigation. The preliminary testing performed confirmed a malfunction however was unable to identify the cause. Further testing and investigation of the device is ongoing at the time of the initial MDR reporting.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The system was activated and in use for several months with no complaints. In (B)(6) 2025 the patient was seen in the medical clinic for system assessment and troubleshooting of reported communication issues between the implantable pulse generator (ipg) and the external therapy discs. Extensive troubleshooting was performed over the course of several weeks and ruled out issues with all external components. Testing and troubleshooting of the system while implanted pointed to an issue with the ipg, prompting recommendation to replace that component. On (B)(6) 2025 a surgical procedure was performed to replace the malfunctioning ipg. The original leads remain in place and were connected to the new ipg.